Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced a seizure and self-treated by eating something. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no issues were observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal state). Performed a visual inspection on the sensor plug assembly and broken snap was observed. An extended investigation has also been performed on the sensor plug and observed broken plug snaps. Visual inspection was performed on the returned sensor's printed circuit board (pcb) and no issues such as contamination or physical damage were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. The broken snaps observed on the sensor plug causes poor connection between the rubber contacts and the pcb contacts. Therefore, this issue is confirmed due to broken snaps. All pertinent information available to abbott diabetes care has been submitted. Code d17 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to broken snaps. D4 - primary UDI number - added UDI information

Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced a seizure and self-treated by eating something. No further details were reported. There was no report of death or permanent impairment associated with this event.